Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the scroll compressor to resolve same. The stm completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp was return to customer and cleared for clinical service. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm), the scroll compressor of the cardiosave intra-aortic balloon pump (iabp) did not pump up to pressure, and the stm suspected that it was bad. There was no patient involvement, and no adverse event reported.